Event description:
The lens was removed and replaced without complication due to the patient's intolerance of the halos she experienced.

Manufacturer narrative:
The lens was received cut in two pieces with unidentified dried substance on the optic precluding analysis. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. Iol met all manufacturing specifications prior to release.